Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the brush was withdrawn from the patient and they attempted to extend the brush to get the sample. The brush would not advance out of the outer sheath and they cut the cannula to get to the brush. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the pull wire was broken, therefore, this event has been deemed an MDR reportable event.

Manufacturer narrative:
Investigation result of wire broke. Visual analysis of the returned rx cytology brush revealed that the working length was kinked at multiple locations throughout the length of the device and the brush was missing. No issue was noted with the catheter section that had been cut off, its distal tip and lumen openings were undamaged. Functional evaluation with catheter laid loosely found the thumb ring could be extended and retracted with no corresponding pull wire movement, indicating an issue with the pull wire. The device was disassembled and the pull wire was found broken at the distal end of the hypotube. The multiple kinks throughout the length of the device were most likely due to some aspects of tortuous anatomy or other operational factors of the procedure. These damaged areas caused difficulty during attempts to extend and retract the brush and resulted in the breaking of the pull wire. Therefore, the most probable root cause classification is "operational context." A review of the device history record (DHR) was performed; no anomalies were noted.